Manufacturer narrative:
Device (B)(4) relates to (B)(4) for the reported event of needle failing to retract. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Event date is (B)(6) 2011. Based on the additional information received that there were no retraction issues with the needle, this event is no longer a MDR reportable event.

Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that a transbronchial aspiration needle device was used during a biopsy procedure performed in the bronchial tree. According to the complainant, it was very difficult to insert the catheter into the working channel of the endoscope. It was also difficult to "extract" the needle. There were no patient complications during the procedure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that a transbronchial aspiration needle device was used during a biopsy procedure performed in the (B)(6). According to the complainant, it was very difficult to insert the catheter into the working channel of the endoscope. It was also difficult to "extract" the needle. There were no patient complications during the procedure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. On (B)(6) 2011 additional information was received from the complainant confirming the defect was that it was difficult to advance the blue button on the handle and the needle could not be extended. The complainant also confirmed there was no difficulty retracting the needle.